Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician was performing the procedure and found the dilator tip deformed and frayed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician was performing the procedure and found the dilator tip deformed and frayed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(6) the customer returned one, opened cath lab sheath intro set for analysis. The dilator was returned fully inserted through the sheath. Signs of use in the form of biological material was observed at the dilator tip. Visual analysis revealed that the dilator tip was split frayed. Microscopic examination confirmed the damage. It was also noted that the dilator body contained a kink mark towards the distal tip. In addition to the damage on the dilator tip and body, it was observed that the dilator hub was partially separated from the body. Three attempts were made to contact the customer regarding this discrepancy; however, they did not provide a response to indicate if they also observed this damage during the procedure. The kink on the dilator measured 17mm, from the distal tip. The dilator length measured 34 11/16", which is within the specification limits of 34 5/8"-35 1/8" per the dilator product drawing. The dilator outer diameter measured 0.1235", which is within the specification limits of 0.123"-0.126" per the dilator extrusion product drawing. The dilator inner diameter (at the proximal end) measured 0.044", which is within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. The returned dilator was able to be removed and inserted through the returned sheath body with little to no difficulty; however, due to the damage as the dilator hub, the dilator was not able to snap into the sheath valve assembly. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was split/frayed and was consistent with damage resulting from undue force during an attempted insertion. Microscopic examination confirmed the damage. Additionally, the guide wire met all relevant dimensional requirements, the dilator was able to pass through the catheter body with minimal resistance and a device history record review was performed with no relevant findings were identified. Therefore, unintentional use error likely (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.